Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information re garding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the cartridges revealed that the reload had a full complement of staples and the jaws were open. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, prior to use, the three reloads had an excessive gasp between the reload face and anvil. The jaws appeared to be closed completely but there is three to five millimeter (3-5mm) gap. To resolve the issue, new reloads was used. There was no patient injury.